Event description:
It was reported that the patient was having difficulty with his new implant two days after an inflatable penile prosthesis (ipp) implantation surgery. The patient complained of having bruises and swelling all over his penis. In addition, he reported pain and difficulty urinating. The patient also reported that the implanting physician was supposed to consult him about his post-operative symptoms. The patient stated that he was referred to one of the physician's nursing staff. The patient subsequently contacted the manufacturer to discuss the issue with the implant. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.